Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on 03 june 2024 using a large flexnav delivery system. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). The patient had a small bundle branch block post-procedure. The decision was made to monitor the bundle branch block. On an unknown date the bundle branch block worsened. On (B)(6) 2024 a permanent pacemaker was implanted.

Manufacturer narrative:
An event of small bundle branch block post-procedure and pace maker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported bundle branch block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.